Event description:
It was reported that the insulin pump alarmed for a button error and that the buttons became unresponsive. The battery was removed and replaced and then some of the buttons began to respond. The blood glucose reading was 14.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a shifted end cap sticker and cracked battery tube threads.